Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No stuck button alarm during testing. Device passed leak test .all buttons functioning properly no damage on the keypad assembly and the j1 connector on pcba 1 was not unlocked during visual inspection. The power management parameters graph confirmed the unloaded voltage unloaded vlith and loaded was within specific range. No unexpected low battery alarm during test. Device was received scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed low battery alarm and stuck button alarm. Customer's blood glucose was 382 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.